Event description:
It was reported that the patient experienced recurring incontinence and scrotal scarring near the artificial urinary sphincter (aus) balloon due to device malfunction. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event